Event description:
It was reported that the iodine sponge of a minicap was dry. This was observed before use of the device. The reporter stated that he did not observe anything wrong with the individual device pouches or the shipping box. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available. Report 12 of 30.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.